Event description:
The caller reported the pt's tube was inserted on (B) (6) 2009 and failed on (B) (6) 2010. The cuff could not be inflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.